Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12l13070, h12j11037, and h13b07048 was performed. All release criteria were met prior to the release of these lots. Should additional information become available, a follow-up relevant will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis. On an unreported date, the patient experienced an unspecified infection (details not provided). On an unreported date, the patient was hospitalized due to infection. Treatment was not reported. Subsequently the patient experienced peritonitis and was hospitalized two days later for the peritonitis. However, the treatment rendered for peritonitis was not reported. Concomitant therapy was not reported. On an unreported date, dianeal therapies were withdrawn. However, the patient outcome was not reported. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.